Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer cleared the alarm to address the issue. Additionally, the battery was depleting rapidly. During troubleshooting with tandem technical support, the customer was instructed to charge the pump up to 100%. Upon follow up, the customer reported that the issue had resolved. Customer's blood glucose was 298mg/dl.